Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 03-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the patient had decreased therapy effectiveness. During normal battery replacement the existing leads were tested and one was completely out of range on all electrodes as it was greater than 40000. It was unknown what factors may have contributed to the issue. The lead was replaced during the procedure and the issue was resolved at the time of the report. The indications for use were spinal pain and post lumbar laminectomy syndrome.